Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during the system was in clinical use. The procedure was completed by transferred the patient to another room to complete the procedure. A philips field service engineer inspected the system onsite and confirmed that reported issue. Fse installed single and only c-arm and prop drive issues remain, and amc drive is faulty. In the next work order, the amc drive was replaced and all positions and currents recalibrated. On october 24, 2025, found that there was a recurrence of the issue, and it resolved another case by replacing the by resetting the fuse. After replacing pdu (power distribution unit) and amc triple servo motor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating geometry errors, which can impact geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.